Manufacturer narrative:
This report involves a patient who experienced an infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a "severe infection". The cause of the infection was not reported. The patient was hospitalized for five days. Treatment was not reported, however it was reported that the patient "required emergency dialysis". Patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.